Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the that the device was explanted after an implant duration of approximately 3 months, and replaced with another edwards' bioprosthesis. Through follow-up, it was learned that the patient's preoperative diagnosis was prosthetic valve endocarditis and aortic insufficiency. However, operative findings indicate, " there was no definite endocarditis on the valve at tee. On direct inspection of the aortic valve it appeared perfectly normal. There was no vegetation or thrombus on the valve. The sutures were intact. No paravalvular leak could be identified. The lv outflow tract appeared normal with no abscess or other evidence of infection".

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device malfunction related to this event.